Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. The reload opened spontaneously while clamped on tissue. The surgeon reported that the tissue was not thick. The next loading unit was fired successfully. The next loading unit partially fired and then the handle could not be squeeze. There was bunching of the reinforcement material which was trimmed in preparation for the next firing. The staple line was partially over sewed. To complete the procedure, another loading unit and handle were used. No patient injury or extension in surgical time. Patient status is alive, no injury.